Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lobectomy procedure, the stapler with fourth cartridge didn´t staple the vessel, although previous three cartridges worked well. Doctor fired the stapler, everything else was as usual except the sound was not so clear. And after cutting the vessel occurred that staples were not fixed, some of them were out of the cartridge and some still in. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58z53. Device evaluation: the analysis results showed that the tx30b reload arrived in good visual condition and a xr30v partially loaded on the device with all the staples present and protruding. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.